Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient experienced difficulty charging possibly due to a flipped or tilted ipg. The patient will undergo an ipg revision procedure.